Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been three other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A physician reported endophthalmitis forty days following an intraocular lens (iol) implant procedure.

Manufacturer narrative:
Product evaluation: the product investigation could not identify a root cause. Information was provided that the event occurred 35 days after the surgery. Supplemental report indicated the event duration was seven hours. (B)(4).

Event description:
Eye pain, redness and tearing for seven hours was also reported.